Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established at this time. However, it is probable that dust inside the device contributed to the poor image. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, during a therapeutic tlh procedure, the visera elite ii video system center had no 3d image and no image (sandstorm state). The intended procedure was completed with a use of 2d image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, main body had dust, adhesion of liquid was noted inside the connector receptacle, the light guide was hard to put on and take off and the touch panel had scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.